Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: apposed stent to vessel wall. It was reported that a 3.0x28 xience v stent was being advanced to distal lesion in the rca; however, because of the tight vessel, the physician pulled back and decided to deploy in the proximal portion of the lesion, the mid rca. Then a second 3.0x28 xience v stent was being advanced through to the distal portion of the lesion; however, this second 3.0x28 xience v stent dislodged in a previously implanted stent. There were two stents (non-abbott devices) implanted in 2009. A 3.0x15 xience v stent was used to appose the proximal portion to the vessel wall. Approximately 8 mm of the dislodged stent was exposed past the distal portion of the previously implanted stent. A 3.0x12 xience v stent was used to appose the distal portion of the 3.0x28 xience v stent. A 3.0x18 xience v stent was successfully deployed in the distal portion of the lesion past the two previously implanted stents. There was no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.